Event description:
Reportedly, the machine "smells burned" and the blood pump does not turn anymore. Event is being reported due to the allegation of "smells burned" seeing that this device may be used in highly oxygenated environments. There was no report of patient injury, death, or intervention with relationship to this event.

Event description:
The facility reported a unremediated pump with software version 5.04.00 with failure code 570. The reported condition was identified while the patient was connected to the pump. As a result of the failure code, therapy was stopped. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B) (4) evaluation summary: the reported condition of failure code 570 was confirmed during an onsite service evaluation. Inspection of the pump found that this failure code was the result of depleted main batteries. The main batteries were replaced to address the reported condition. The pump was tested and returned within specification.